Event description:
It was reported that "the doctor found tube blocked when using on patient. Then changed new one, no impact on patient". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "blocked/obstructed - unknown tubing" could not be confirmed based upon the sample received. The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned sample revealed that the et tube appears typical. The inside of the tube was inspected, and no obstructions or kinks were observed. A lab inventory stylet was inserted into the tube to check for obstructions. However, no obstructions were found as the stylet was able to be fully inserted into both lumens (bronchial and tracheal) without issue. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No issues were found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the doctor found tube blocked when using on patient. Then changed new one, no impact on patient". The patient status is reported as "fine".